Event description:
It was reported that, "during the tka, the surgeon mistakenly dropped off the 1" headed fixation pin into the pt tibial bone-marrow cavity. He could not remove it."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested but not made available. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.